Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported a patient with bilateral irregular flaps that were sometimes difficult to lift following lasik flap creation. Horizontal lines were noted during flap creation; however, the stromal bed after the flap lift looked normal. The treatments were completed without further complications. There are multiple reports for this event, this represents the left eye of patient 2 and additional reports will be filed.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) checked the complete system and replaced beam expander, f-theta and applications interface preventively. Samples received. Beam expander and f-theta were sent to supplier for failure analysis: beam expander met specifications. F-theta shows a malfunction, which can contribute the reported flap issue. The most possible root cause is component failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The technical review has been completed. No technical defects could be found, nor could the error pattern be reproduced. The analysis of the log files showed that the course of treatment was unremarkable (no interruptions). A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. No technical root cause was identified, according to logfile review the product was found to be within specifications the manufacturer internal reference number is: 2020-18219.